Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis. Returned product consisted of the rotablator rotalink plus device. The advancer unit and burr unit were received attached together as a single unit. The advancer knob was returned loosened in a backward position. Microscopic examination revealed that the sheath was twisted 20.7cm - 21.5cm proximal of the distal end of the sheath with a split in the sheath at the beginning of the damage. Inspection of the remainder of the device presented no other damage or irregularities. Functional testing was performed by connecting the rotablator rotalink plus device to the rotablator control console system. There were no abnormal noises, leaks, and the device did not run; so it wasn¿t able to get any speed. The advancer was dismantled and the turbine was found to be corroded and the ultem was found to be melted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 24-may-2017. It was reported that the rotaburr speed did not increase and stopped rotating. The target lesion was located in the severely calcified coronary artery. A 1.75mm rotalink¿ plus was selected for use. During preparation when the device rotation was tested, it was noticed that the burr rotation speed did not increase and eventually stopped rotating. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed a split in the sheath.